Manufacturer narrative:
Fse arrived on site to address the reported event. Fse confirmed and reproduced the error by powering up the analyzer and receiving the error. Fse replaced the main board and reinstalled all the calibration and result values to resolve the issue. Fse also performed all the sample arm alignments and sample level adjustments. The customer was subsequently able to run quality control (qc) without issue. No further issues were noted. No further action was required by field service. A 13-month complaint service history review for similar complaints was performed for serial number (B)(4) from 03nov2018 through aware date 03dec2019. There were no other similar events reported during the searched period. The most probable cause of the reported event was due to failure of the main board. The a1a-360 operator's manual under section 7- list of error messages was reviewed. 5032 csum error (errlog). The a1a-360 operator's manual indicates that when the 5032 csum error (errlog) error message is generated the operator is instructed to power off and on again. If the problem persists, contact the service department.

Event description:
The customer reported receiving the "5032 csum error (errlog)" error during boot up on their aia-360 analyzer. Technical support (ts) instructed the customer to power down and reboot but the error persisted. The analyzer is down. The customer called back to report that they could not select and request a calibration for the beta human chorionic gonadotropin (bhcg) test code 071. Technical support instructed the customer to reboot, restart in test mode, add the calibrator concentration in the test file, reboot again to get out of test mode, go to calibration review, and delete the old bhcg; but the customer was still unable to select bhcg to run a calibration. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for estradiol (e2) and bhcg. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.